Event description:
The customer observed elevated architect ca19-9xr patient results when they were in the process of switching from the axsym ca19-9xr method to the architect method. The customer performed a correlation study with patient samples utilizing recalled architect ca19-9xr reagent lot 08852m500 and another architect ca19-9xr lot. The customer stated quality controls were within specification and no error codes were generated. The customer provided an example of falsely elevated patient results for specimen #3 in u/ml: axsym = 290.9, architect recalled lot 08852m500 = 699.87, architect lot 08850m500 = 584.99. The falsely elevated patient results were not reported to the medical provider. Therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.